Event description:
It was reported while using bd nano¿ 4mm pen needle that there is no insulin flow when taking injection. The following information was provided by the initial reporter: consumer reported no insulin flow when taking injection stated, does not prime before injection.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. Date of event: unknown. The date received by manufacturer has been used for this field.

Event description:
It was reported while using bd nano¿ 4mm pen needle that there is no insulin flow when taking injection. The following information was provided by the initial reporter: consumer reported no insulin flow when taking injection stated, does not prime before injection.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.